Event description:
Additional information was received from the rep stating the surgery took place on (B)(6) 2016 to replace patient's ins. An impedance check was performed in the pre-op area prior to the start of the case and all results were within normal limits. The hcp removed the old ins which was in the buttocks and placed the new ins in the right abdomen, as requested by the patient. Two extensions were used in order to have enough length to reach the new pocket. An impedance test was run once the new ins was attached and all results were within normal limits. The explanted ins was left with the hcp in a return mailer, as requested by the legal department, and will be returned to the manufacturer.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they would be having the device explanted and replaced. They had retained an attorney at that time. Information was received from the patient's attorney on (B)(6) stating the patient had complained that the neuro-stimulation unit implanted in the patient's back either failed or malfunctioned, causing them to be subjected to strong electrical pulses while standing. This resulted in a fall and a severe fracture of their femur. They stated that the unit was scheduled to be replaced on (B)(6) 2016. In order to determine whether the unit itself or some aspect of its operation caused the event, they were requesting the explanted devices to be retained and photographically documented for serial numbers and condition, and then released to an appropriate testing facility or expert.

Event description:
The patient's wife called back on (B)(6) 2016 stating that the magnetic resonance imaging (MRI) facility needed MRI guidelines. A company representative (rep) called two days later stating that they were told by the patient that they had a lawyer and wanted the explanted device when the implantable neurostimulator (ins) is replaced. The rep also stated that another rep had checked impedances about 2-3 weeks earlier and they were fine. Adaptive stimulation (as) was noted to be off.

Event description:
Additional information received from the patient alleged that their ins shorted out on them and that their lower back was messed up.

Manufacturer narrative:
(B)(4).

Event description:
A spouse of a patient reported on 2016-02-12 that the patient fell three days prior and broke their hip on their right side. An adjustment was needed. A company representative (rep) reported on 2016-03-04 stating that the patient felt shocked on 4 different occasions, occurring intermittently. It was stated that the implant was not functioning and was electrocuting them and shocking them "like their fingers were stuck in the wall". Their spouse had to rush in and turn the implantable neurostimulator (ins) off. This had caused the patient to freeze up so that they could not move, and then they would fall down. The patient stated that if their spouse had not been there, they could have died. They felt that their device was defective. The patient stated that a previous back injury had been "worsened by the stimulator", and they had maxed out all of their pain medication. It was stated that they had a broken bone and they defecated in bed, which was due to the manufacturer's failure. They were in more pain with the stimulator than they were when it had not been implanted. However, it was also found that the patient had stimulation turned on because they could not stand the pain when it was off. The patient wanted the device replaced because they did not trust the implanted device. The patient had told the rep that it had happened when they were standing up waving to his spouse as they were backing up a trailer. The rep didn't know if adaptive stimulation had been turned on because they had not met with the patient yet to check the device. According to the patient, the adaptive stimulation was off. The patient was going to follow up with their health care provider (hcp), and the rep was going to meet with the patient to check the device. The patient clarified that the reason they fell and broke their hip and knee was due to one of the shocking episodes. They had gone to the hospital for the injuries they suffered during the fall. The reason their pain had worsened was because of the fall which resulted in broken hip and knee. The stimulation had worked great for a few weeks and then they experienced shocking in (B)(6) 2016. They had to urinate in a bottle and defecate in bed because they could not get up with a broken knee and hip. The patient was directed to discuss all concerns with their hcp and rep. Additional information was received from the patient on (B)(6) 2016 stating that they called and had seen a rep that day. The rep had told the patient that everything checked out fine and suggested that they turn stimulation down and off as needed. The patient had seen their hcp the day prior and had an x-ray of their knees conducted. The hcp also had ordered a magnetic resonance imaging (MRI). The patient was directed to their hcp to discuss the event issues. The indication for use was non-malignant pain. Follow up efforts were initiated to a supplemental report will be submitted if additional information is received.

Event description:
Additional information was received on (B)(4) from a company representative (rep) stating that they saw the patient the previous day, and they alleged that the device would shock them and cause them to lose their balance. They claimed that the spinal cord stimulation (scs) device caused them to break their hip and become wheelchair bound. Impedances were checked by the rep and found to be unremarkable. The stimulator also seemed to create "tingling" in all areas of their pain. Without stimulation, the patient was a 9-10 on the pain scale, and with the scs device their pain was a 3-4. The patient told the rep that no one had ever told him how high to set the device. They were instructed to keep the stimulation very mild and follow up with their physician if further assistance was needed with their pain control. Additional information was received when the patient called back on (B)(6). The patient needed to have a comparison magnetic resonance imaging (MRI) conducted to determine if there was any damage. They alleged that the device was going to be replaced because it electrocuted them and did damage to their back. The date that the patient had been electrocuted and when the device caused damage was the day that they had fallen, noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had previously been in a ¿bad accident with the stimulator¿ that left him ¿majorly crippled¿ and ¿bed ridden.¿ the patient had reportedly been ¿electrocuted¿ by the device and they noted it had ¿been out for a long time¿ at the time of follow-up. The device was stated to have a ¿defect¿ where it ¿electrocutes and it kills¿ that the patient noted they had survived. It was noted the patient was in ¿extreme pain for the rest of life and in a wheel chair¿ at the time of follow-up. The patient reported that he needed to have his device replaced and that he was reportedly interested in ¿upgrades from what his situation was.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting when the trailer was being backed up and the patient was signaling to stop, the patient programmer (pp) was in the patient¿s shirt pocket to make adjustments if needed. All in one motion the patient was continuously being electrocuted, more intense than the household electric. It was like being wrapped with wire and plugged into an electrical outlet while the patient¿s heart was pounding. It was an electrocution, otherwise, the patient would have died from a major heart attack. The patient thought they screamed and fell to the floor. The patient lives today because their wife was there, she grabbed the pp and quickly turned it off. Upon the fall, the patient damaged their back and broke their right hip. The patient was broken to pieces and in a wheelchair in constant pain. The patient was stressed. Prior to this event the device worked great and the patient had pushed away their pain pills. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their spinal cord stimulator electrocuted them and broke them down in (B)(6)2016 and that they sat in a wheelchair in pain as of (B)(6) 2017. It was further the ins shorted out in (B)(6)2016. The ins would not shut off and as a result a second ins was implanted. The patient¿s device reportedly would not turn off on its own during one occasion, at which time they used their charger to turn the device off. The patient stated that in the past they would have died in certain circumstance, very 45 seconds, had it not shut off. The patient noted they experienced an instance where their stimulation cut off in 30 to 40 seconds and that it was a very unusual circumstance for it to be that fast. The patient was crippled permanent in a wheelchair at the time of follow-up. No further complications were reported or anticipated. Please see regulatory report #3004209178-2017-21616 for information regarding the patient's replacement ins.